Manufacturer narrative:
Device evaluated by MFR: the coil was returned independently to the catheter. Upon inspection the coil was found to be extremely stretched proximally. The interlocking arm of the coil was not present during the analysis of the device. Weld marks were present on the coil indicating the interlocking arm was present during the manufacturing process. It is likely it was broken off during the procedure due to the resistance encountered advancing/ retracting the coil against the resistance of intermittent flush. The dimensions that could be measured were found to be in specification. The coil zap tip shape and surface was smooth. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the directions for use for interlock - 35 gives instructions to maintain continuous flush to successfully deploy an interlock 035 cube coil. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2013. It was reported that the coil failed to load and advance in the microcatheter. The target vessel was located in the mildly tortuous right hypogastric artery. An 8mmx40cm .035 interlock cube was used for an embolization procedure in the vessel. Upon introduction, it was noted that the coil would not load and advance through the 5 fr imager 2 bern shape 65 cm catheter. The procedure was completed with a different device. There were no patient complications reported and the patient's status is fine. However, device analysis revealed that the interlocking arm of the main coil broke off.